Event description:
It was reported, on FDA report that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The 90% stenosed lesion being treated was located in the proximal left anterior descending (lad) artery. Pt scheduled as an elective outpatient cath with possible pci. Pt premedicated with asa 325mg, and plavix 75 mg. Coronary arteriograms reveal 90% proximal lad lesion. Predilated with a 2.5 x 15 mm maverick balloon. A 3.00 x 16 mm taxus express2 drug eluting stent was deployed. Final films show 0% residual stenosis. Case ended at 1509, and pt transferred to cardiac short stay unit at 1521. At 1603, pt complained of 10/10 chest pain. At 1607, EKG shows st elevation. Pt medicated with nitroglycerin sl and paste. Pain continues to be 8/10. At 1625, cardiologist at bedside, and pt returned to cath lab. Films reveal thrombotic occlusion of previously placed proximal lad stent. Pt rec'd heparin, and an integrilin bolus and drip started. Lesion dilated with a 2.5 x 15 maverick, and 3.0 x 15mm maverick balloon. Pt observed on cath table for 15 minutes. Final films show that proximal lad stent continues to be open. Pt to ccu in a guarded condition.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.